Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. The customer stated that the ring around the reservoir compartment has come off, it comes off and slides around on his tubing. Customer stated that his battery cap is broken so his pump has no power the insulin pump will not be returned for analysis.